Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle? The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and barbed suture was used. The needle pulled off from the suture. There were no patient consequences reported.